Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: defective paramagnetic sensor. Correction: paramagnetic sensor replaced.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: system test - o2 mixer test not pass, paramagnetic oxygen sensors: sn.(B)(6) incorrect fio2 monitoring. For example: unit fio2 settings is 21% monitoring about 30%. Paramagnetic o2 sensor calibration process is completed and status message "calibration ok" is shown on the display (tried several times). Wit another fio2 settings 31%, 61%, 91% fio2 monitoring is correct. Problem only with 21% fio2 setting.